Event description:
The hosp sent a blood sample to the lab for a glucose result. The result came back at 30mg/dl. The device was then used on the pt and the reading was 539mg/dl. No treatment was provided to the pt. Controls were in range on the system. Past device to lab comparisons have been okay. Linearity controls were also okay. The device was replaced and requested to be returned for eval.